Event description:
The pt was receiving chemotherapy at another hosp when a portion of the catheter broke away from the vortex venous access device. The catheter fragment was removed in radiology. The pt requested to have the device removed and a new device implanted at the hosp by their surgeon. That occurred in 2003 without incident.